Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04232. The patient reported he had lost stimulation to the right side of his body within an hour of the implant of the scs system. The left side was receiving effective stimulation. The sjm representative met with the patient and reprogramming was unable to resolve the issue. The physician determined the leads had migrated several vertebral bodies and planned to explant the scs system in order to have an MRI performed, and possible surgery in the future to implant a paddle lead.